Manufacturer narrative:
Date of the event: the exact date is unknown. Describe event or problem: corrected.

Event description:
It was reported that 6 months post convective radio frequency water vapor thermal treatment of the prostate, there is remaining necrotic tissue on the left lateral lobe. The physician performed a transurethral resection of the prostate (turp) because the patient had terrible dysuria and urgency. No further information was provided.

Manufacturer narrative:
Date of the event: the exact date is unknown.

Event description:
It was reported that 6 months post convective radio frequency water vapor thermal treatment of the prostate, there is remaining necrotic tissue on the left lateral lobe.